Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Device was monitored and functioning properly. Device passed the delivery accuracy test at 0.08720 inches. Device received with pillowing keypad overlay. (B)(4).

Manufacturer narrative:
The initial report had the missing information related to the auto mode. The correct information has been provided with this report. (B)(4).

Event description:
It was reported that the auto mode feature was not active on insulin pump at the time of event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level were 600 mg/dl, 58 mg/dl, 141 mg/dl. Customer was treated with insulin pump and injections. Customer did not alleged that the insulin pump was under delivering. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose levels. Troubleshooting was performed. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not calling back to perform an hp test. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.